Event description:
It was reported that the patient experienced a twitch and the physician could not determine the cause. The lead was electively removed and replaced despite good measurements. It was suspected that one of the leads may have a damaged insulation. All leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.